Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in with questions regarding a patient's right ventricular (rv) lead that was oversensing and displayed a small signal. Information from a recent remote transmission was reviewed by qualified personnel. It was determined that the rv lead was t-wave oversensing (twos). The "small signal" was determined to be that the patient is having two different rhythms, the slower "normal" one has 12mv r-waves, while the other as 1-2 mv waves. Potentially some type of ventricular tachycardia (vt), possibly in an infarcted area with worse conduction, maybe farther from the electrodes. The gain is scaled to show the big ones making the small ones look really small. Reprogramming suggestions were offered to adjust the lead sensitivityin order to fix the "twos" issue while still able to sense the smaller arrhythmic waves. Follow up was conducted with the original ahp caller. Ahp was able to verify that reprogramming had been completed after consultation with the physician. The lead remains in u se. No patient complications have been reported as a result of this event.